Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump was replaced for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
This follow-up is created to document the conclusion of the investigation. H6 device code patient preference is not an available code. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of patient preference quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
Additional information received stated that the patient wanted the classic pump, so the pump was switched out.